Manufacturer narrative:
Additional: it has since been reported that the patient was administered oral and IV antibiotics over four weeks (date not reported). This report is submitted on march 12, 2019.

Manufacturer narrative:
This report is submitted on february 15, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2019.